Event description:
Vendor: edwards lifesciences. Device: cardiac output injectate delivery set model: 93-610, lot number-s-: 58204579, 58264721, 58228969. Problem: draws air while priming or draws fluid/blood during co measurement cycles. Air was also reported during cardiac output cycles. This occurs when plunger is pulled back in either scenario. Dates: problem sets were identified between 01/06 and 01/07. Number are sets identified: 12. Acquired evidence: 7 sets were sent to the vendor for examination. A lot number was identified for 2 of the sets. A set identified as having a lot number of 58204579 exhibited 2 silicone disks stuck together inside the outlet check-valve housing when it was opened for examination. A set identified as having a lot number of 58228969 exhibited a gap between the silicone disk circumference and the check-valve housing when opened for examination. Four other sets exhibited dislodged disks in the outlet check-valve housing - lot numbers unknown. One of these exhibited a gap between the silicone disk circumference and the check-valve housing. The 7th set exhibited no defect. Biomedical dept examined another set -8th-; lot number 58264721. A dislodged disk in the outlet check-valve was observed and photographed. Status: vendor has responded indicating they have made changes, but problem has recurred since this claim was made. Since then, we rec'd a letter date 01/24/07 from edwards lifesciences indicating the types of process changes made at their facilities to correct the problem users at our facility are increasing their diligence to prevent occurrences from affecting pt care and are currently searching for a replacement product.